Manufacturer narrative:
A ge svc rep performed an on site investigation. The table sensor board and the filmer were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the collimator and the filmer on the 2600 system were stuck. No pt injury was reported.